Event description:
A handheld device (hhd) was received with an ac adapter, serial cable, flashcard software, and programming wand. Upon receipt, the main battery was depleted. The handheld device was powered using the returned ac power supply with no anomalies. During startup, the charge light on the power button was flashing green and amber indicating that the main battery was not being charged reliably by the handheld. The hhd was opened and a visual inspection identified that the solder connections between the main battery terminal and main board were broken. Once the connections were re-soldered, battery charging returned to normal and the handheld device functioned normally. The handheld was powered-on continuously using only the main battery for more than an hour. At the conclusion of testing, the main battery had a remaining charge of 42%. No other anomalies were identified. No anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications. No anomalies were found with the returned programming wand.